Event description:
It was reported that before her first implant the patient was taking methadone and morphine. The patient was implanted in 2005, however in 2007 the unit "just quit working". The patient stated that the battery was dead and the lead was broken, and she had no power from the battery or leads, which is why she got a replacement in 2007 where everything was changed out.

Manufacturer narrative:
(B)(4)